Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery (rca). A 3.00mm x 8mm nc emerge® balloon catheter was advanced for post dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.25 emerge balloon catheter. No patient complications were reported.